Manufacturer narrative:
The customers reported complaint of faulty buttons was confirmed on 11 out of 12 returned door assemblies. Review of the error log was not possible since the customer did not returned the source pump modules for investigation. Functional testing confirmed 11 out of 12 received door assemblies failed to respond to keypresses. Internal inspection of the returned door assemblies observed: discoloration on the keypad flexible circuit residue underneath the restart keypad button dome on one of the returned door assemblies open ground trace (pin #5) on the keypad flexible circuit. Findings on the customer returned pump modules are consistent with failure investigation report dir: (B)(4). ¿chemical attack to the flexible trace circuit can influence cracking by making the trace more brittle and weaker against areas of small bend radii.¿ ¿a cracked flex trace results in an ¿open¿ circuit and an unresponsive keypad¿ ¿dome contamination can occur due to exposure to cleaning fluid and can manifest itself as a short or open failure mode.¿ no patient involvement (npi) alaris system user manual dir (B)(4) v 00 instructs the user on proper cleaning procedures. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Keypad failure. It was reported that there are faulty buttons on the face of the 8100. The customer later stated that there were no adverse effects caused to any patient's due to the event.